Manufacturer narrative:
A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture on 6/21/2018, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device was contained clear gel. No foreign material was observed neither within the device nor on shell surface. The device appeared intact. No anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. According to the information provided, product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2018: (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 6766774 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 6735751 sn: (B)(4). This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4). On 10/4/2019, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.

Manufacturer narrative:
On 10/16/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).